Event description:
It was reported by the affiliate that during a ladg procedure that the hand switch did not activate. The footswitch was used. There was no patient consequence.

Manufacturer narrative:
Date sent: 5/12/2008. Info not available, device not returned for analysis.